Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, unable to turn on station and offline on remote smart service. The customer reported there was a delay in dispensing medications to the patient. As per part investigation, it was determined that no faults or irregularities were observed. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer on. Correction: section d unique identifier (UDI). Part analysis: the reported condition of station has no power was confirmed by fse (field service engineer), however, the inspection process conducted in the dchu investigation laboratory showed proper functionality. According to work order (wo) (B)(4). The fse replaced the retractor band on aux hh drawer 5.2 and initiated a final test for the affected drawer using the hardware test application. The test passed, with no hardware errors. During dchu visual inspection and dchu testing the following findings were observed: assy retractor dwr hh cubie, pn 353844 01 was received and did not show any physical damage, thermal damage or copper strand pin exposure. Dchu testing verified that all assy retractor continuity were correct, and the hardware test application (hta) confirms the correct operation of the assy retractor. The device was in use for treatment purposes as intended per 21 cfr 820.198(d) root cause: not determined, a complete inspection and functional testing were performed, no faults or irregularities were observed during the evaluation process.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the station had no power. The field service engineer replaced the retractor band on auxiliary half height drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, unable to turn on station and offline on remote smart service. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.